Manufacturer narrative:
Complaint conclusion: as reported, a 6f/7f mynx control vascular closure device (vcd) could not enter the unknown sheath. It was not inserted because of the tortuous vessel. There was no reported patient injury. Additional information was requested but not provided. A non-sterile 6f/7f mynx control vascular closure device involved in the reported complaint was returned for investigation. Visual inspection of the device showed that button 1 and button 2 were not depressed. The stopcock was found in the open position, with a syringe attached to the unit. The sealant was partially returned in its manufactured position and completely exposed. Regarding the sealant sleeves, frayed/split/torn conditions were observed. The procedural sheath was not returned for this evaluation. The balloon was deflated, and the core wire was present. No additional anomalies or damage were observed during this analysis. Per dimensional analysis, the catheter working length was verified due to the observed mynx control system deployment difficulty and premature condition. It was noted to be within the defined parameter. The dimension was obtained using a calibrated ruler. However, the slit measurement required for the reported sealant sleeves conditions could not be performed due to the observed conditions of the sealant sleeves. Per functional analysis, the functional test to evaluate the insertion and withdrawal into a sheath could not be performed due to the frayed/split/torn condition of the sealant sleeves, which impeded insertion into the sheath. Additionally, a simulated deployment test to ensure functionality was performed. The unit worked as intended, deploying the sealant and retracting the balloon when button 1 and button 2 were depressed. The reported event of ¿mynx control system-impeded¿ was observed through analysis of the returned device since the functional insertion/withdrawal test could not be completed due to the frayed/split/torn sealant sleeves. Additionally, a condition was noted with the returned device of ¿mynx control system-deployment difficulty-premature¿ due to the exposed sealant from the frayed/split/torn sleeves. The exact cause of the observed conditions could not be conclusively determined during analysis. Based on the limited information available for review and product analysis, access site vessel characteristics (it was not inserted because of the tortuous vessel) along with procedural/handling factors (such as excessive force during insertion and/or incorrect insertion angle) and/or the condition of the sheath (which was not returned for analysis) possibly contributed to the damaged condition of the sealant sleeves, the impedance experienced during insertion, and the subsequent premature exposure of the sealant. It should be noted that the mynx control device is manufactured with a slit at the end of the catheter cartridge tubing. The outer sleeve assembly is assembled with 2 side slit overlapping outer sleeves. The sealant is placed right under the outer sleeve assembly and is protected from exposing prematurely. The slits on the outer sleeve assembly are designed to decrease unsheathing force and increase deployment reliability. Refer to the diagram of the mynx control vcd within the instructions for use (IFU) displaying the sealant sleeve with slit. If the outer sleeve is damaged/shredded during prepping phase and/or insertion into the sheath, it could cause the sealant to be exposed/swollen prematurely and/or obstruct the device path and prevent the device from being inserted into the procedural sheath. As warned in the IFU, which is not intended as a mitigation, ¿do not use if components or packaging appear to be damaged or defective or if any portion of the packaging has been previously opened.¿ additionally, the IFU states, ¿step 1: position balloon, insert the mynx control vcd into the procedural sheath through the sheath valve. Advance the catheter until the sheath catch nears the hub of the sheath. Rotate the sheath catch as needed to hook onto the side port of the procedural sheath.¿ neither the product analysis, nor the information available for review suggest that the failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Event description:
As reported, a 6/7f mynx control vascular closure device (vcd) could not enter the unknown sheath. It was not inserted because of the tortuous vessel. There was no reported patient injury. Additional information was requested but not provided. The device will be returned for evaluation. Addendum: per product evaluation, the sealant was partially returned present in manufacturing position and completely exposed.